Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received critical pump error. Customer's blood glucose level was 148mg/dl. Customer was recommended to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit received with critical pump error, problem isolated to electronic assemblies. Unable to verify battery error due to critical pump error. The motor was tested outside of device and passed.